Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized due to a blood glucose (bg) level of 76 mg/dl. Suspected cause of bg was due to the pump delivering a bolus without user input. Customer declined to provide further information or undergo troubleshooting.